Event description:
It was reported that the right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. No programming changes made were reported. No patient consequences were reported.